Event description:
A pt reported blood glucose results of "199mg/dl and 130 mg/dl" with a lifescan meter, performed within 1o minutes of each other. The test strips and control solution were replaced.